Event description:
The customer reported that the system always had to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative directed the customer by phone in evaluating the system and could not reproduce the reported problem. The system operates as intended.